Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-04166. Upon review, it was found that only the ipg was replaced due to becoming inoperable. The lead is still implanted and functioning as intended.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-04166. It was reported that patient had an unknown replacement procedure on (B)(6) 2019. The reason for the procedure is currently unknown.